Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was a cracked tube and foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: there was a "discolored and damaged tube. One tube was discolored to brown and also had small scratches."

Manufacturer narrative:
H6: investigation summary: bd received 1 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded fm and scratch on the tube with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for embedded fm and scratch on the tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® edta 2k there was a cracked tube and foreign matter in the tube(s) biological and non-biological the following information was provided by the initial reporter. The customer stated: there was a "discolored and damaged tube. One tube was discolored to brown and also had small scratches."